Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was one 2ml of dilaudid and was having side effects because it was too strong for him. Over the last 9 months, the patient had been getting increased to 4.7ml of dilaudid. The reporter wanted to know where she could find side effects of dosage when it was that high. At the time of this report, the patient also had baclofen. Since then, the patient¿s wife had noticed that, when he had his children, the patient had memory loss, confusion, was forgetting appointments and was ¿acting goofy¿. The patient took his children out four-wheel riding in (B)(6) and they were on a trail that the patient had been on 100 times, but he got lost for 5 hours. The reporter didn¿t see the patient very often. However, over the last 9 months, the patient looked awful and told the reporter that he had been having memory issues. Over the past 9 months, the reporter had seen the patient 4 or 5 times and he looked ¿stoned¿. Until (B)(6) 2013, the highest the patient¿s pump had been at was 3ml of dilaudid. In (B)(6) 2013, the patient was at 3ml, but they had to decrease it because ¿it was like he had narcolepsy¿; the patient kept falling asleep. The patient also lost a lot of weight. The last the reporter knew, the patient was at 2ml and, sometime between (B)(6) and a week prior to this report, the patient was up to 4.7ml. It was noted that the patient had been in the medical field for 25 years and had kept track of everything for the patient. The reporter told the patient that something was wrong with him and the patient told the reporter to follow-up. The device system was used to deliver dilaudid and baclofen.